Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the act and up arrow keys. The keys were unresponsive. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
The act and up arrow buttons on the insulin pump were not responding due to corroded keypad traces. The device had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, and cracked battery tube threads.